Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (47-88 mg/dl) and the cause was not known. Juice and carbohydrates were consumed to address the low bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were entered into the pump late evening (B)(6) 2017 early morning (B)(6) 2017. There was a bolus request with iob, the user overrode recommended insulin amount. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.